Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly. The pump had moisture damage on the motor assembly. The pump had scratched lcd window, cracked case near display window corner, broken reservoir tube lip, scratched reservoir window and cracked battery tube threads.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 7.9 mmol/l at the time of incident. The customer stated that the pump had cracks at every display corner. The customer also stated that the pump fell in the water and stopped working. The customer stated she was on the backup plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.